Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: adverse events that may be associated with the use ventricular assist devices include death. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The pump has not been received.

Event description:
It was reported by medical staff that a patient was found unresponsive at home. Power source and the driveline were connected to the controller and the pump was running. The patient was taken to a hospital where resuscitation was unsuccessful and the patient expired. The facility has made many attempts to obtain the peripheral equipment from family but have not yet received equipment. The pump was explanted and is expected to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Attempts were made to obtain details surrounding the event. However, no additional information was provided by the site. Hvad pump (B)(4) was returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of controller log files was not possible as log files were not available for analysis. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination, and functional testing, but failed dimensional verification due to a slight deviation in the front housing disc curvature. Per an internal investigation, this deviation in the front housing disc curvature is not expected to impact pump performance. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause of the reported death could not be determined, clinical status, comorbidities, and pharmacological factors may have been possible contributing factors. Furthermore, the IFU includes indicates that death as a potential event may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.